Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date, treatment date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Company representative reported patient "felt discomfort in the first 3 days but nothing unusual, [patient] took tropinal ( dipyrone / scopolamine butylbromide / hyoscyamine hydrobromide / homatropine methylbromide), and is currently taking pantoprazole," "enjoying the treatment," and no "nausea."